Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully. A second clip delivery system (cds) was advanced to further reduce mr. The cds was advanced to the mitral valve and a good grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed and was successful. The clip was implanted and was stable on both leaflets. Two clips implanted reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product issue. Based on the information reviewed and without a device to analyze, a cause for the reported clip opening while establishing final arm angle (efaa) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.na